Event description:
This case occured outside of the USA, in france. A doctor notified teoxane of an adverse event on 02-nov-2023. The patient was injected with 0.3 ml of teosyal rha 4 on 30-dec-2023 in the nasolabial folds. And three days after, the patient presented with a vascular skin disorder in the nose tip of low intensity with some light crusting. The injector provided the following medical treatments to the patient on 02-jan-2023: - hyaluronidase 1000 ui per day for 4 days, - low molecular weight heparin (lmwh) 40 mg, is an anticoagulant for 5 days, - acide acétylsalicylique (asa) 75 mg, is an anti-inflammatory for 5 days, - amoxycillin / clavulanic acid 1g x3 per day, is an antibiotic for 10 days. After 4 weeks, the patient completely recovered. Thus, this complaint was considered closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.